Event description:
See initial report.

Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The unit was requested back to the manufacturer site for investigation. The reported error code was confirmed. Investigation results revealed that one crimp contact of the internal ribbon cable was found to be bent. The root cause of the reported malfunction was traced back to a defective ribbon cable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was not stuck. Investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was giving an error code associated to a faulty encoder during priming. There was no patient involvement.